Event description:
Laparoscopic colon resection - "insetter tore when surgeon went to insert device. A new gelport was added to the surgical field and 2nd device inserted without incident. The procedure continued as planned. No harm to the patient per surgeon report and just a 2 minute operating room delay awaiting a 2nd gelport." Patient status: "ok".

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.